Manufacturer narrative:
The reported complaint has been confirmed. Unit fails functional testing in port a. Cause of functional failure is a defective main pcb. Transistors and diodes are shorted out and there is a white residue around the damaged components on the main pcb. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that the main pcb was shorted out due to possible saline or unknown liquid contamination.

Event description:
A report of overheating was noted before a procedure so there was not patient involved. No harm to user or property was reported.

Manufacturer narrative:
The device was returned for evaluation. The reported complaint has been confirmed. Unit fails functional testing in port a. Cause of functional failure is a defective main pcb. Transistors and diodes are shorted out and there is a white residue around the damaged components on the main pcb. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that the main pcb was shorted out due to possible saline or unknown liquid contamination. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on july of 2016. No containment or corrective actions are recommended at this time.